Event description:
Device 1 of 3. Reference MFR. Report #1627487-2015-06229 and 1627487-2015-06230. It was reported the patient was previously explanted sometime in 2014. Exact date of explant and reason for explant are unknown to the manufacturer at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.